Event description:
It was reported that during a chiari decompression "a malfunction occurred and caused dural and cerebellum burning." No additional patient impact information was received with initial report. Additional information was received indicating there is a possibility the tool was not engaged correctly as a malfunction occurred and caused dural and cerebellum burning. The equipment was tested again after the case and performed as expected. It was not clear if there was user error or if the tool became disengaged. Products will be returned. Additional detail supplied indicated while it was being used, the surgeons noticed that the tip of the drill bit and the foot plate of the craniotome were heating up and turning orange. They noticed that the drill bit was touching the footplate. There was a burn on the dura and on the cerebellum. There are burn marks on the footplate and drill tip as well. On follow up, it was reported that the patient sustained a burn to the dura and cerebellum the size of the footplate. A small unintended durotomy with muscle/soft tissue patch repair was required to address the injury. Patient was dispositioned stable to the recovery room. The patient was discharged home on (B)(6) 2015.

Event description:
It was reported that during a chiari decompression "a malfunction occurred and caused dural and cerebellum burning." No additional patient impact information was received with initial report. Additional information was received indicating there is a possibility the tool was not engaged correctly as a malfunction occurred and caused dural and cerebellum burning. The equipment was tested again after the case and performed as expected. It was not clear if there was user error or if the tool became disengaged. Products will be returned. Additional detail supplied indicated while it was being used, the surgeons noticed that the tip of the drill bit and the foot plate of the craniotome were heating up and turning orange. They noticed that the drill bit was touching the footplate. There was a burn on the dura and on the cerebellum. There are burn marks on the footplate and drill tip as well. On follow up, it was reported that the patient sustained a burn to the dura and cerebellum the size of the footplate. A small unintended durotomy with muscle/soft tissue patch repair was required to address the injury. Patient was dispositioned stable to the recovery room. The patient was discharged home on (B)(6) 2015. On follow-up additional information was received stating the patient discharge date was not extended due to the event. In addition, per the physician, the patient had no signs or symptoms related to the injury. Clinical and neurological examination was performed. The patient was seen on (B)(6) 2015 for a neurosurgery clinic appointment and wound check. It was noted the patient had no overt signs and symptoms of incision infection. The patient was scheduled for an additional appointment in (B)(6) 2015. Further information regarding the procedure identified the exposed cerebellum did not seem to be injured. The csf leak was repaired with a small muscle graft. All three devices related to the incident were taken to biomed and were not reused. The physician indicated the issue could have been caused by the em200 motor, however, the information received from risk management at the facility regarding testing of the devices indicated the motor was functioning normally and showed no signs of malfunctioning.

Manufacturer narrative:
No evaluation was performed at medtronic, as the risk management department reported the devices will not be returned to medtronic. If the devices are returned in the future, product analysis may be performed. Analysis performed by the biomedical department at the facility indicated the em200 motor was analyzed, and "the drill functions normally without any heat buildup after operating for extended periods of time." This analysis indicated the product problem as "product use error." Device history records were reviewed and no discrepancies were noted that related to the current reported malfunction. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ we will continue to monitor this complaint type for trends. The user facility indicated a voluntary medwatch report was submitted, however, the reference number was not available. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The attachment was in good condition except for a section of the foot which was black in color. The darkening of the tool tip and the attachment¿s foot was due to the tools¿ tip coming into contact with the foot of the attachment during use/operation of the device and the resulting heat generated. This condition will be experienced if the tool is not fully inserted into the motor collet. The user manual contains the following warning ¿the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." In addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ the cutting flutes at the front of the tool were rounded off. Visual image shows the material transfer from the tool to the attachment. The tool was stuck in the attachment and had to be removed using a pair of pliers. The tool that was returned was installed in the motor collet to verify proper seating. The tool was able to be installed into the collet fully and the audible click and tactile feedback were present during the installation. On installation and locking of the attachment, there was a gap present between the tip of the tool and the foot of the returned attachment. On proper installation of a new f2/8ta23 tool in the motor collet, and subsequent installation of the footed attachment, there was a clearance between the foot of the attachment and the tip of the tool. The likely cause was identified as the tool not being fully inserted per instructions and the resulting contact between the tool and the foot of the attachment resulted in the heat generation experienced by the user. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Devices associated with this event have not been returned for analysis. (B)(4).